Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported having a high blood glucose level while wearing the pod on her leg for longer than 48 hours. She was taken by ambulance to the emergency room at 10:30am and was released at 4:15pm. Her blood glucose read 691mg/dl at the hospital. Treatment included an IV drip of saline in addition to an IV drip of insulin. The patient was given a syringe shot of insulin with 10 units. She also received a chest x-ray and a blood panel was taken. Her blood pressure was continuously monitored while in the ER unit. The patient received an anti-nausea medication (25mg via IV) and humalog insulin. The patient's blood glucose and insulin history is as follows: (B)(6).